Event description:
It was reported that patient underwent total hip arthroplasty in approximately 2003. Subsequently, a revision procedure occurred on (B)(6) 2013 due to wear. The acetabular cup, liner and femoral head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date; date implanted - the reported date of implantation was 2003; however, an exact date was not provided.